Event description:
As reported, in 2005, this patient was implanted with gore excluder aaa endoprosthesis. A reintervention took place in 2008, using an aortic extender component to repair a proximal type 1 endoleak.

Manufacturer narrative:
A review of the manufacuring paperwork is being conducted.